Manufacturer narrative:
However, the original device was not returned to the manufacturer, and therefore no physical device evaluation or investigation was performed to confirm the reported condition or root cause.

Event description:
It was reported that a user experienced intermittent unresponsiveness of the meal announcement/insulin menu buttons on the ilet, and after completing a recommended firmware update, the device was not displaying blood glucose readings while awaiting reconnection to the cgm. Symptoms included no reported adverse clinical effects. Outcomes included no alerts or alarms, no medical intervention, and no hospitalization. Investigation included customer education, soft restart guidance, and confirmation of available firmware updates followed by user-performed update and observation period for cgm reconnection. Investigation of this case revealed a user interface responsiveness issue and temporary loss of cgm data display following firmware update, consistent with known behavior during post-update reconnection, with no hardware damage identified. It was concluded, based on previously established findings for similar reports, that the cause was software-related behavior and user interaction factors, resolved through standard troubleshooting and update procedures.